Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: the pump powered on with vibratory and audible features. An ezprime sequence was successfully completed. The pump was exercised for 24 hours with no errors, alarms or warnings during that time. A normal 10u bolus and 10u audio bolus were completed and both were accurately recorded in the pump history. The bolus history was found to be recording properly. The pump was downloaded with diasend software and the boluses were accurately recorded. There was no hypersensitivity to the buttons on the keypad. The original complaint could not be duplicated or confirmed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there were multiple boluses missing from the pump data. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.